Manufacturer narrative:
Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse duplicated the reported event however, the failure was not resolved and the whole ventilator device was replaced with a new model based on warranty criteria. At this time, vyaire medical failure analysis laboratory has not received the suspect device for a component root causer evaluation. The device/component evaluation in a follow-up report once the final evaluation is completed.

Event description:
The customer reported an intermittent "circuit disconnect" alarm on this ventilator device, while in a non-invasive ventilation modality during patient use. The customer reported placing the patient on an alternate device due to an episode of oxygen desaturation.

Manufacturer narrative:
The failure analysis (fa) laboratory received vela device model number 16532-00 serial number (B)(4). A visual inspection of the device, found no anomalies. The device was connected ac power to unit and powered on into the user mode. There were no alarms or abnormal waveforms as the unit cycled. The event log was access and the reported alarm behavior was logged however, as the unit was cycled no further alarm conditions were logged or triggered. The transducer calibrations and the volume testing were performed, which all passed the testing calibration. At this time, the reported event was not duplicated and therefore no component root cause can be determined. As a precautionary measure the device was sent to the service group for a replacement main printed circuit board.